Manufacturer narrative:
The cholesterol reagent lot number was 934751 and the triglycerides reagent lot number was 926142. The reagent expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with cholesterol gen.2 on a cobas c 503 analytical unit. The second patient sample also had discrepant triglycerides results. The initial sample results were questioned by medical staff. The samples were repeated and the repeat values were deemed correct. The first patient sample initially resulted in a cholesterol value of 394 mg/dl and it repeated as 163 mg/dl. The second patient sample initially resulted in a cholesterol value of 387 mg/dl and it repeated as 147 mg/dl. This sample initially resulted in a triglycerides value of 677 mg/dl and it repeated as 74 mg/dl.